Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms as beat and was treated with pump. Customer's current blood glucose value and at time of incident was 376 mg/dl. Customer stated that they had highs of 200s-400s mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer declined perform the high pressure test and assisted displacement test which was passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.